Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that although the suggested ¿error b30¿ did not recur, ¿error b31¿ occurred and the screen was black. A connector circuit board of the same model was assembled to isolate a defective site. As a result, the defective event became not to recur. Therefore, it is judged that breakage of the circuit board caused the subject event. It is likely the cause of breakage of the circuit board that accumulation of electrical stress by repeated use or accidental overcurrent such as application of static electricity and electrical fault. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the results will be included with the supplemental once the investigation is completed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had a b30 scope communication error occur immediately after connection. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm. The procedure was completed using another scope.